Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The agent delivery board was replaced to resolve the issue. Block a1, a2, a4, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting during a case. There was no patient injury.